Event description:
After an implant period of approximately 49 months, oversensing was reported which was reproducible by provocative maneuvers of the shoulder. During the revision procedure, a possible insulation break on the lead was observed. Due to the location of the lead, it was decided to cap the lead.

Manufacturer narrative:
Until today, the medical product is not available for analysis, and it could therefore not be examined itself. The analysis is therefore based on the review of the manufacturing process and the data and information you have provided. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The available iegm excerpts showed noise artifacts in the ra and in the ff channel, which were also reported in the complaint text. In addition, the enclosed images, which were taken during the lead revision, confirmed the protruding rope conductor that was mentioned in the complaint. Despite the available information, no conclusive evaluation of the defect cause can be performed because this would necessitate an examination of the lead itself. Based on the available images and the available data, it can, however, not be ruled out that there was external abrasion. If additional relevant information or the device itself should become available, the incident will be updated accordingly.